Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(6). (B)(4). The device has been returned. Evaluation is yet to happen. No conclusions can be drawn as of now.

Event description:
It was reported that the patient underwent posterior cervical decompression and fusion at levels c1, c2, c6, c7, th1, th2 on the left side as well as c1, c2, c4, c5, c7, th1, th2 on the right. During surgery, the hex part of a screw was broken when surgeon tried to tighten screw connector lock. The surgeon commented that the event occurred due to "human error". Rep raised two set screws because he could not identify which was broken. The products came in contact with the patient. Patient complications were reported unknown. The event occurred at the time of placing mas crosslink c1. As described in surgical instruction, the surgeon did final tightening of mas crosslink set screws on both sides, placed mas crosslink on them, and tightened the left side with straight hex driver shaft 3/8 end and torque limiting handle, but the hex part of the set screw got broken while he was tightening the right side holding the crosslink with a rod gripper. No patient complications were reported set screw got broken.